Manufacturer narrative:
H6: analysis of the wireless recharger (s/n: (B)(6)) revealed that the led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger. Product ID cd9000 serial# n(B)(6) product type multiple therapy. Product section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was recharger will not turn on. Patient states the green light was scrolling on the recharger. Patient tried holding down the power button for 45 seconds but that did not resolve the issue. An email was sent to the repair department to replace the device.